Manufacturer narrative:
Device explanted on (B)(6) 2019. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated showing a warning message on the programmer indicating a potential elevated current consumption. Therefore, the memory content of the device was analyzed, confirming this observation. The eri battery status was triggered on (B)(6) 2019 as a result of the elevated current consumption draining the battery. The ability of the device to deliver therapies was verified revealing that no anti-bradycardia therapy functionality was present as a result of the battery depletion. During the further course of the analysis, the pacemaker was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electrical module was directly measured and found to be elevated. Subsequent thorough investigations of the electronic module revealed a damaged capacitor resulting in the clinical observation. In summary, a damaged capacitor was identified during analysis leading to the clinical observation. However, the manufacturing records document a normal device production. It is therefore assumed, that the damage occurred after the device shipment; however, the date of occurrence was not determinable.

Event description:
Eri status has been found at the hospital, and it has been at eri since (B)(6) 2019. The last follow up was (B)(6) 2018 without problem.